Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2015, it was reported that the patient was still experiencing pain in their him and from the surgery. It was noted that the patient was seen on (B)(6) 2015, the patient saw their healthcare professional (hcp) for a low-grade fever and some bleeding. According to the patient, their fever had gone by the time they got to the hcp¿s office and the bleeding was believed to be the result of a blood thinner medication they were taking. The bleeding was reported as resolved. On (B)(6) 2016, it was reported that the patient had an infection at the pump incision site. The patient reported that they were being referred by their hcp to another doctor to have the incision drained and cultured to see if the infection is internal. The patient noted that they were still in pain as the pump was put at the minimum rate and was not refilled as the hcp was waiting for the result of the cultures. On (B)(6) 2016, it was confirmed that, on the patient¿s last visit to the hcp on (B)(6) 2016, the patient¿s pump was put in minimum rate and that oral medications were prescribed to the patient. It was reported that the hcp was waiting for the infection to heal up before they fill up the pump, adjust the patient¿s dosage, and decrease their oral medications. On (B)(6) 2016, it was reported that the patient was still in pain, but that their cultures had come back ¿okay¿. The patient noted that ¿another 50 cc¿s of blood¿ was taken out, but the hcp believed that ¿was the end of it¿. The patient confirmed that the swelling had gone down. The patient reported that they were planning a date to have the pump refilled. The date of this event is approximate and is based off of the date of the patient's pump implant.